Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined.

Event description:
The user facility reported a patient of unknown gender was being implanted with an impella cp device due to percutaneous coronary intervention (pci) for mechanical circulatory support, and that the procedure was aborted as the device was unable to pass through vasculature due to massive kinking. Straightening with stiff wire was unsuccessful.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.